Manufacturer narrative:
(B)(6). One elite passer and the broken jaw were returned for evaluation. The complaint mode was visually confirmed. Broken fragments of material were noted as was a small metal shard inside the shaft of the device. The damage is consistent with contact with a harder than expected surface, however no procedural information was made available and as such, we cannot determine what may have caused the user to experience the reported incident. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a procedure the weld was broken. The front of seam broke and could not be matched, only used for two times. There was no back up device available to complete the procedure.